Event description:
Spontaneous: spoke with patient, he missed a dose of taltz due to a malfunction. I adv him to contact taltz to obtain a replacement. He started with the 160 mg dose on (B)(6), then he did his 80mg week 2 dose on (B)(6), week 4 on (B)(6), week 6 on (B)(6), week 8 on (B)(6), missed week 10 on (B)(6) due to malfunction, and then received week 12 dose today. Adv him to take week 12 dose today 1 week late as week 10 dose, then get replacement from taltz to take on week 12 on (B)(6) 2021 or as close to that date as possible. Unknown if pt experienced an adverse event from missed dose or if product is available for return. Reported to (B)(6) by: patient/caregiver.